Event description:
It was reported that an implantable neurostimulator (ins) system was removed due to an eroding battery and possible infection. The explanted system would not be returned for analysis since it was discarded by the customer. Culture was taken from the device pocket site. Drainage/incisional wound opening and redness at device pocket were reported as patient symptoms/complications. Infection was "to be packed and changed until healed." Patient status at time of this report was alive with no injury/no adverse event.

Event description:
Additional information received reported perioperative antibiotics were administered. It was stated the onset of the infection was (B)(6) 2012. The infection was primarily at the device pocket. It was further reported a culture was not obtained, contrary to what was reported before. The patient outcome stated that the infection had resolved. It was further noted, the patient had risk factors that include diabetes, debilitated status, and obesity. No further information was reported.

Manufacturer narrative:
Product ID 3889-28, lot# va018g0, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).